Event description:
It was reported that a pt underwent a sling procedure in 2008. Since 2009, the pt has experienced significant pain to the right leg radiating to the back and buttocks and now extending to the left leg with difficulty sitting. The pt underwent a cystoscopy in 2009 and no erosion was noted. The pt will be seeing her doctor for a follow up visit seven months later.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.